Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e1dr01 ipg, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular lead had low impedance and a lead warning was triggered. The impedance had been chronically low and the lead was programmed to the unipolar pacing configuration, but now the lead was capped and replaced. No patient complications have been reported as a result of this event.